Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned. The helix was extended and there was dried blood noted in the helix mechanism. Electrical continuity testing was performed and the cathode end of the lead did not pass. It was discovered that the inner coil was fractured at the distal end of the terminal pin. Further detailed analysis revealed that the gore was twisted counter-clockwise at the fractured site indicating that the fracture was most likely due to retraction. The clinical observations were confirmed during laboratory testing.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds during the implant procedure. The lead was repositioned and difficulty was experienced with the helix mechanism. The helix did not retract until 20 turns were performed. No adverse patient effects were reported.